Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetes therapy consultant reported via phone call that the customer had experienced blood glucose levels over 500 mg/dl. The caller also reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. Caller reported that the no delivery alarm was resolved by a reservoir change. The customer requested a replacement insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.